Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2026, a facility representative reported via (B)(4) that the 0826-000 impactor pad became cold-welded to the 1268-100 130-degree radiolucent targeting arm, and upon removal, the metal fitting inside the targeting arm came out with the impactor pad, rendering both unusable. The damage that was incurred perhaps added 5 minutes onto the case and additional anesthesia, but no direct harm was done to the patient.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 one unpackaged 0826-000 impactor pad, batch 220991, was received for investigation. Visual inspection identified multiple forms of damage, including: surface damage impactor pad stripped threads chipping discoloration functional testing noted resistance when locking and unlocking into a known-good targeting arm. The most likely cause for the reported failure can be attributed to wear and tear damage incurred over time. The manufacturing date is 2022. The complaint allegation is confirmed. Refer to the investigation photographs.